Manufacturer narrative:
The iceforce needle was returned for engineering analysis. Due to the condition of the returned product, it was not possible to test the device for shaft temperature. The needle was disassembled and testing of the vacuum sleeve revealed insufficient thermal insulation at the component level. No soldering flux residuals or corrosive signs were found on the external surface of the vacuum sleeve, and no gas leaks were detected. No relationship between the needles assembly processes and the vacuum loss phenomena was identified. Vacuum sleeve component failure does not interfere with functionality of the device.

Event description:
It was reported that a cryoablation needle developed frost on the needle shaft during the procedure. Two iceforce needles were used for a renal cryoablation procedure. One of the needles developed frost on the shaft after two minutes into the first freeze cycle. The physician continuously applied warm sterile saline to protect the patient's skin. No patient harm was reported and the procedure was completed successfully using both needles with no further issues.

Event description:
It was reported that a cryoablation needle developed frost on the needle shaft during the procedure. Two iceforce needles were used for a renal cryoablation procedure. One of the needles developed frost on the shaft after two minutes into the first freeze cycle. The physician continuously applied warm sterile saline to protect the patient's skin. No patient harm was reported and the procedure was completed successfully using both needles with no further issues.